Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate¿s tubing was torn. The tear was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from june 17, 2014 - june 19, 2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection found that the tubing was broken off at the junction of the distal luer lock. The reported condition was verified. The cause of the condition was unable to be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.